Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the motor test. Unable to verify the motor error alarm and perform occlusion and excessive no delivery test due to the error alarm failure. The device alarmed during the prime test due to faulty force sensor. The insulin pump had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window.

Event description:
It is reported that there is motor error alarm on the pump. Customer's blood glucose at the time was 180mg/dl. Advised customer that the insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.